Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report for the customer of a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 725 mg/dl. It was reported that the customer was in isolation and the device was not allowed to be removed from the customer. The nurse wanted someone to come out to troubleshoot the insulin pump. The caller was advised that medtronic would try to get someone out to them. Nothing was replaced or returned for analysis.